Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) thus an x-ray was taken. Although the x-ray showed no change of position, the physician elected to perform a procedure where the lead was successfully repositioned. The lead remains in service and no additional adverse patient effects were reported.